Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the customer provided photographs confirm there was blood leaking on the drive tube between the center of the drive tube to the upper bearing stop. The exact location of the leak could not be determined based on the photographs provided. A material trace of the drive tube assembly and the components used to manufacture kit lot f336 found no related nonconformances. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. The root cause of the drive tube leak could not be determined based on the information provided. This investigation is now complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f336 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f336 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #18: system pressure. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a drive tube leak during the treatment procedure. The customer stated there was a minimal blood leak early in the procedure, approximately 348 ml of whole blood was processed. The customer stated four system pressure alarms occurred before the blood leak and the customer could not recall if there were any alarms after the leak occurred. The customer stated the patient was in stable condition and no medical intervention was needed. The customer has discarded the kit; however, has returned photographs for investigation.